Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had cracks on the top of the warmer head and requested that the unit be serviced. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw930 infant warmer was received at fisher & paykel healthcare (fph) office in (B)(4), where it was inspected by a trained fph technician. Photographs of the observed damage were supplied to fph (B)(4). Results: the supplied photographs showed a vertical crack line on the side and a large semi circular crack on the dome portion of the head upper case. Multiple smaller cracks were also apparent on this portion of the head case. Discolouration was also noticed on the dome portion of the assembly. As per the supplied service report, there was also a slight discolouration in the harness connector housing. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The heater head was repaired with a head housing replacement kit and the old harness was also replaced. The unit was returned to the customer after passing the electrical safety and performance tests.